Manufacturer narrative:
Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and upon visual inspection, the rolling loop fiber assembly was found damaged. The usm was installed onto a test system and the same error from the reported event indicating fault on the usm, was triggered. The usm was then installed onto a another test system the error was present on the axes controller carriage (acc) printed circuit assembly (pca). The rolling loop fiber was verified to be the source of the fault. Additional information: a review of the site¿s system logs was performed which confirmed the customer reported repeated error on usm #2.

Event description:
It was reported that during a da vinci-assisted nissen fundoplication, the customer experienced a repeated recoverable error pointing to universal surgical manipulator (usm) #2. Prior to calling an intuitive surgical, inc. (Isi) technical support engineer (tse), the customer power-cycled the system twice to no avail. The tse then advised the customer to perform a hard power-cycle, but this did not resolve the issue. The surgeon elected to abort the procedure at the time of the usm issue due to the patient's instability which was anatomy related. However, specific details regarding the patient's instability issue were not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse was able to reproduce the universal surgical manipulator (usm) 2 error and therefore the usm was replaced. The usm has been returned to isi for failure analysis, which has not yet been completed.